Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the suture, link and both cuffs were returned for evaluation. The reported unknown failure was confirmed. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling the investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The four other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement with five proglide devices was attempted in a common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr. Reportedly, five proglide devices were used, cuff misses occurred with four proglide devices and an unknown device failure occurred with the fifth proglide device. The sutures of two additional proglide devices were successfully pre-placed in the access site. The sheath was upsized to 14fr and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.